Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator had failed and remote manager kept failing. A field service engineer (fse) had checked the hardware test application (hta) and tested the door function multiple times. The fse had discovered that the remote manager hasp needed adjustment for proper seating. The hasp was adjusted, the station was rebooted, and the hardware performed successfully. Later, the latch assembly was inspected, the micro switch was cleaned of debris, and the harness was reattached to the controller board. The system functioned as intended after the field service engineer repaired the device.